Event description:
The customer reported to customer service that the housing on the transformer of her pump in style breast pump was broken and the underlying electronics were exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that the transformed housing had fallen apart exposing underlying electronics. She did not report any spark, fire or injury. Attempts to contact the customer have been unsuccessful. As of the date of this report, the product has not been received by medela. Should the product be received and evaluated by qe resulting in new info, a follow up report will be filed. The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.